Event description:
While the physician was performing a procedure, the female thread either broke or detached from the brass part and this part fell into the bladder. The part was retrieved with no harm to the patient.